Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined.

Event description:
The info provided to sjm indicated an angio-seal was deployed following a coronary angiography procedure. The common femoral artery was occluded, requiring a an arteriotomy, thrombectomy, and vascular reconstruction procedure. The total occlusion was found 1 cm below the inguinal ligament, and was removed. Severe vascular arthrosclerosis was found. Good pulses and backflow were noted at the conclusion of the procedure.